Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee cruciate ligament repair surgery, the osteoraptor anchor broke. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case: (B)(4). The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the fractured anchor and suture strings off the device. The anchor is fractured at the proximal end, the suture strings are still through the intact suture window. There is biological debris on all returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the pla/ha blend injection moldable polymer, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.